Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the size of the defect was measured by toe (transesophageal echocardiography) and angiography. The size of the defect was 15.1mm and they selected a 16mm device. Device was prepared as normal. During deployment in the patient heart, the device had a cobra deformation and the device was withdrawn and repositioned and redeployed but resulted in same deformation. The device was removed, reflushed and massaged manually on the back table. They decided to try again, but resulted in same cobra head deformation. The deformed device was never released from the delivery cable while inside the patient. The device was removed and selected a new 16mm amplatzer septal occluder. The device was prepared and no deformation was noted. But the left disc of the device was noted too large and occluding pulmonary artery (pa) slightly. A new 15mm device was selected, but the left disc of the device was still protruding into pa/ small left ventricle, so a decision was made to withdraw device and monitor patient. The procedure was aborted, and the decision was made to wait to attempt to close defect again once patient had grown bigger. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and the correct size delivery system was used during the procedure. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the size of the defect was measured by toe (transesophageal echocardiography) and angiography. The size of the defect was 15.1mm and they selected a 16mm device. Device was prepared as normal. During deployment in the patient heart, the device had a cobra deformation and the device was withdrawn and repositioned and redeployed. But resulted in same deformation. The deformed device was never released from the delivery cable while inside the patient. The device was removed, reflushed and massaged manually on the back table. They decided to try again, but resulted in same cobra head deformation. The deformed device was never released from the delivery cable while inside the patient. The device was removed and selected a new 16mm amplatzer septal occluder. The device was prepared and no deformation was noted. But the left disc of the device was noted too large and occluding pulmonary artery (pa) slightly. A new 15mm device was selected, but the left disc of the device was still protruding into pa/ small left ventricle, so a decision was made to withdraw device and monitor patient. The deformed device was never released from the delivery cable while inside the patient. They will wait to attempt to close defect again once patient had grown bigger. The patient remained hemodynamically stable throughout the procedure. The patient was reported discharge.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.